Event description:
It was reported that the customer had high blood glucose levels (300 mg/dl) since changing out her cartridge and infusion set. Pump passed system delivery check. Customer took corrective boluses to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.